Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device caused a wedge band bypass during a gastric bypass. The customer used a similar device to complete the case with no pt consequence.